Event description:
The device was returned for mechanical hardware failure (vr coupler). Performed mock infusion and unit gave a state 1 tubing set error. Log files indicate mechanical hardware failure (vr coupler). Investigation found vr coupler was unable to cycle properly. Internal investigation found the vr coupler bearing was unseated from the resistor housing causing the vr coupler rod to not cycle. Removed and replaced vr coupler bearing and performed motor home test. The unit passed.

Event description:
The following has been reported: biomed reported: "no patient harm due to this device. Pump message keeps saying cassette not loaded properly-repeated cleaning, tried new cassette-no improvement. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr decoupled). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.